Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
H4: the lot was manufactured from november 11, 2020 - november 12, 2020. H10: the actual device was received for evaluation. Visual inspection was performed and revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. Functional testing was performed by filling the device. After fill, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked. This issue was discovered during filling. It was further reported "the blue winged cap slightly moved when the nurse checked the tightness". There was no patient involvement. No additional information is available.